Event description:
After pt left center c/o discomfort/burning on lt thigh (where cautery pad had been.) Looked at the area; found 3 blisters-0.50$ piece, 0.25$ and 0.05$ size. Dr gave her "silvadene and debriding the area". Dr thinks she may have scarring but "I'm not a bathing suit model".